Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for exhalation obstruction. This event was noted while the patient was being ventilated. The ventilator first passed the preoperative checks and was then connected to the patient. Once connected to the patient, the ventilator device alarmed intermittently (approximately every 2 - 3 breaths). The alarm was intermittently and observable both visually and through hearing. Patient alarm pa141018(exhalation obstructed). No device log files were provided to hamilton. There is need for medical intervention reported. The patient got removed from the ventilator device and manually bagged while the breathing circuit got replaced by a new breathing circuit. The pre-operational test got performed successfully. The ventilator device got reconnected to the patient without further issues. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for exhalation obstruction. This event was noted while the patient was being ventilated. The ventilator first passed the preoperative checks and was then connected to the patient. Once connected to the patient, the ventilator device alarmed intermittently (approximately every 2 - 3 breaths). The alarm was intermittently and observable both visually and through hearing. Patient alarm (B)(6) (exhalation obstructed). No device log files were provided to hamilton. There is need for medical intervention reported. The patient got removed from the ventilator device and manually bagged while the breathing circuit got replaced by a new breathing circuit. The pre-operational test got performed successfully. The ventilator device got reconnected to the patient without further issues. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed for exhalation obstruction. - this event was noted while the patient was being ventilated. The ventilator first passed the preoperative checks and was then connected to the patient. Once connected to the patient, the ventilator device alarmed intermittently (approximately every 2 - 3 breaths). - the alarm was intermittently and observable both visually and through hearing. Patient alarm pa141018(exhalationobstructed). - no device log files were provided to hamilton. - there is need for medical intervention reported. The patient got removed from the ventilator device and manually bagged while the breathing circuit got replaced by a new breathing circuit. The pre-operational test got performed successfully. The ventilator device got reconnected to the patient without further issues. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause based on the available information and data could not be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.